Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. Thus, and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was out spec range. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 22.0 received the lowbatteryalert (104) on (B)(6) 2025 17:37:00 faster than expected at 6.25 days. Battery cycle 21.0 received the lowbatteryalert (104) on (B)(6) 2025 11:21:00 after more than 7 days at 13.16 days. Battery cycle 118.0 received the lowbatteryalert (104) on (B)(6) 2025 22:40:00 faster than expected at 1.5 days. Battery cycle 117.0 received the lowbatteryalert (104) on (B)(6) 2025 09:02:00 faster than expected at 1.63 days. Battery cycle 116.0 received the lowbatteryalert (104) on (B)(6) 2025 19:57:00 faster than expected at 0.76 days. Battery cycle 115.0 received the lowbatteryalert (104) on (B)(6) 2025 01:00:00 faster than expected at 0.87 days. Battery cycle 114.0 received the lowbatteryalert (104) on (B)(6) 2025 22:23:00 faster than expected at 0.55 days. Battery cycle 111.0 received the lowbatteryalert (104) on (B)(6) 2025 09:06:00 faster than expected at 0.57 days. Battery cycle 110.0 received the lowbatteryalert (104) on (B)(6) 2025 19:13:00 faster than expected at 0.56 days. Battery cycle 105.0 received the lowbatteryalert (104) on (B)(6) 2025 03:23:00 faster than expected at 0.18 days. Battery cycle 26.0 received the lowbatteryalert (104) on (B)(6) 2025 07:07:00 faster than expected at 0.08 days. Battery cycle 17.0 received the lowbatteryalert (104) on (B)(6) 2025 01:11:00 faster than expected at 0.08 days. Battery cycle 16.0 received the lowbatteryalert (104) on (B)(6) 2025 23:11:00 faster than expected at 0.07 days. Battery cycle 15.0 received the lowbatteryalert (104) on (B)(6) 2025 21:30:00 faster than expected at 0.21 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2025 15:18:00 faster than expected at 0.05 days. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 13:31:00 faster than expected at 0.07 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 11:43:00 faster than expected at 0.24 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 18:21:00 faster than expected at 2.91 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 18:57:00 faster than expected at 1.94 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 18:26:00 after more than 7 days at 13.02 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 17:48:00 after more than 7 days at 35.12 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records.no moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, charge/battery lasts less than expected was confirmed due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced recurring issues with low battery/short battery life within one week of previous troubleshooting. The customer reported no adverse event. The event involved product(s) mmt-1805. No troubleshooting was performed in current occurrence if issue. The customer was using an aa lithium battery as recommended. No harm requiring medical intervention was reported. Mmt-1805 was requested, and the customer response was that the device will be returned.